Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of unit will not power on, just makes a clicking noise when trying to power on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, the pca burned and screen with scratched was observed. There were multiple errors has been identified. The device was scrapped.